Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-nov-2017 with the following findings: during investigation the keypad rubber was found to be undamaged, and all buttons were found to respond properly. The investigator was unable to duplicate the ¿tactile changes¿ complaint. The keypad was removed, and no contamination or damage was found to the key¿s contacts. The pump¿s cover was removed, and no intermittent conditions were found to the keypad circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok/enter, up, down, and contrast buttons were all under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.